Event description:
The device history record (DHR) review confirmed that the ilet passed all manufacturing specifications prior to release. Engineering analysis of the device log file found no evidence of a malfunction. System alarms for cgm signal loss, urgent low glucose, insulin pausing, insulin resumption, and sensor errors were appropriately triggered and acknowledged. On (B)(6) 2025, the user had a bg of 80 mg/dl when a "usual" meal announcement was entered, prompting a 2.5-unit insulin dose. The user's bg subsequently dropped below 54 mg/dl. Insulin delivery matched system logic based on user input and cgm data, and no errors or malfunctions were found. Based on available data and user submission, the event was attributed to inappropriate meal announcement timing in the context of low bg, coupled with glucose variability and potential system learning phase adaptation. Should additional information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device history record (DHR) review confirmed that the ilet passed all manufacturing specifications prior to release. Engineering analysis of the device log file found no evidence of a malfunction. System alarms for cgm signal loss, urgent low glucose, insulin pausing, insulin resumption, and sensor errors were appropriately triggered and acknowledged. On (B)(6) 2025, the user had a bg of 80mg/dl when a "usual" meal announcement was entered, prompting a 2.5-unit insulin dose. The user's bg subsequently dropped below 54mg/dl. Insulin delivery matched system logic based on user input and cgm data, and no errors or malfunctions were found. Based on available data and user submission, the event was attributed to inappropriate meal announcement timing in the context of low bg, coupled with glucose variability and potential system learning phase adaptation. Should additional information become available, a supplemental report will be submitted.